Manufacturer narrative:
Additional information: d9, h3, h6, h11. The device was received for evaluation. During functional testing, an 'air in line' was reproduced as reload set. A review of the event history log revealed multiple 'reload set!' Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be the ultrasonic sensor out of range. The ultrasonic sensor will require replacement per service procedure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line during testing in the biomedical service department. There was no patient involvement. No additional information is available.